Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the initial reporter that the event has resolved. The lens was replaced with a 1.5 diopter difference in lens power. The patient is very happy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the patient experienced myopia and astigmatism. The lens was exchanged for a different lens one month following the initial implantation. Additional information has been requested.